Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 300cc mentor siltex round moderate profile prostheses and experienced bilateral deflation postoperatively. The patient underwent bilateral removal and replacement with two mentor smooth round moderate plus profile prostheses on (B)(6)-2022. The catalog number of the replacement device is either 3502275, 3502300, or 3502325. This report is for the right-sided prosthesis.